Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ping enhanced meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 at 1:46 am when the patient obtained an alleged inaccurate high blood glucose reading of ¿16.8 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient is on insulin pump therapy. In response to the elevated result, the reporter claimed she gave the patient an increased bolus dose of insulin (amount not reported). The reporter denied the patient developed any symptoms as a result of the alleged issue. At 5:23 am, the reporter claimed the patient¿s blood glucose was measured at ¿3.1 mmol/l¿ with the subject meter and the reporter claimed she treated the patient with juice to raise his blood glucose level. The reporter denied that any other device was used for testing. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after being administered an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.